Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's screw on the underside of the head section came off during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image, charged coupled device malfunction, electrical contact had corrosion, and cable was immersed in water. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image is poor due to charged coupled device malfunction. Cause not stablished for other events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer